Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns wand failed to program a patient. Product analysis was completed on the returned wand. An intermittent conductor was noted on the data serial cable, which caused communication errors and the inability to program. No serious injury was reported as a result of the of the wand failure to program event.